Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast reconstruction surgery with a 175cc mentor memorygel, breast implant on the right side, and 200cc mentor memorygel breast implant on the left side and experienced bilateral capsular contracture; baker grade iii postoperatively after consultation with a medical professional. Mammogram was taken however, unsure if the results confirmed the diagnosis. As a result, patient underwent bilateral removal only surgery on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast reconstruction surgery with a 175cc mentor memorygel, breast implant on the right side, and 200cc mentor memorygel breast implant on the left side and experienced bilateral capsular contracture; baker grade iii postoperatively after consultation with a medical professional. Mammogram was taken however, unsure if the results confirmed the diagnosis. As a result, patient underwent bilateral removal only surgery on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.